Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was unknown. It was not reported that if the patient was hospitalized. The patient was treated with an unspecified antibiotics intraperitoneally. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information was available.